Manufacturer narrative:
Customer replaced the control box and has corrected the problem. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Customer alleged that the bed is having unintentional movement when lockout button is pressed.